Manufacturer narrative:
(B)(4). Unable to perform displacement test, occlusion test or verify delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit passed selftest, rewind, prime seating, basic occlusion test and force sensor test. Unable to determine no delivery alarm due to broken reservoir.

Event description:
The customer reported via phone call that insulin pump had insulin flow block alarm and insulin was exited. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.